Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument had a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test, and no signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not cauterize and did not have energy. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: there was no arcing during surgery, nor in previous surgeries with this instrument. The cables were correctly connected and power was on the generator. No arcing was observed during the prior procedure and there was no any injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications and the instrument was connected properly (e.g., monopolar cord to monopolar instrument, bipolar cord to bipolar instrument). It was unknown if the instrument tips collide with any other instrument or tool during procedure and if the instrument tip(s) touched any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument.